Manufacturer narrative:
The needles were returned for investigation. Also, the manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of vacuum sleeve was conducted and no soldering flux residuals or corrosive signs were seen on the vacuum sleeve external surface. A bubble test of vacuum sleeve was conducted - no leaks were found on the vacuum sleeve external surface. Based on the investigation results, the customer complaint was verified.and the root cause was determined to be a component failure. No relation was found between needle assembly processes and the vacuum loss phenomena. The treatment was completed with no serious injury to the patient. The physician irrigated the patient's skin to prevent burn but after the case the nurse noticed the skin was white. The risk assessment was reviewed and no changes are required. Risks related to a loss vacuum insulation are documented in the design fmea and the ufmea for the icerod cx needles

Manufacturer narrative:
It was reported that 1 minute into the freeze cycle frost was noticed on the needle shaft. The patient's skin was irrigated to prevent burn but after the case the nurse noticed the skin was white. Also, the patient developed a pneumothorax and a chest tube was needed. Galil medical's labelling includes precautions instructing users to protect the skin with warm saline, when appropriate. Pneumothorax and skin burn/frostbite are anticipated adverse events listed in risk management documentation and instructions for use. The product type and batch number was not provided by the reporter; this information, patient outcome information and the return of the device for evaluation has been requested, but has not been received to date. Once received we will conduct further investigations and analysis of the returned device. This information will be included in a final report to you.

Event description:
1 minute into the freeze cycle frost was noticed on the needle shaft. Patients skin was irrigated to prevent burn but after the case the nurse noticed the skin was white. Also, the patient developed a pneumothorax and a chest tube was needed. Needle and lot # unknown at this time.